Event description:
Lateral c-arm failed to operate during a neuro case that required bi-plane angiography. Could not complete case at this time. Pt had to be brought back at a later date to complete case. Pt was under general anesthesia at the time.